Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: failed during checkout procedure from upgrading software on event. No patient involvement.

Event description:
The following was reported to hamilton medical ag: failed during checkout procedure from upgrading software on vent. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The software update is performed during maintenance and servicing activities. After a software update, a function check of the device is mandatory. If the device does not startup, it will not be released back for clinical usage. Even if no function check would be performed, the device would have to be started up and perform mandatory preoperational tests before usage on a patient. A startup issue after software update cannot lead to any consequences for the patient. With this investigation it could not be confirmed whether the device failed to meet its specifications or not at the time of the event due to lack of information. The issue was associated with a problem at software installation.

Event description:
The following was reported to hamilton medical ag: failed during checkout procedure from upgrading software on vent. No patient involvement.